Manufacturer narrative:
Per tandem¿s user guide: ¿do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) ranging from 400-500 mg/dl. Bg was addressed with a manual injection. Reportedly, customer thought that the insulin was bad. During troubleshooting, customer reported seeing air bubbles. The tubing was primed to remove the air. Reportedly, in the past, customer disconnected the tubing connection intermittently. Tandem technical support educated customer not disconnect the connection.